Manufacturer narrative:
An event of pannus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying that may be related to a 29mm epic tissue valve that was explanted due to pannus formation. Specific patient information is documented as a (B)(6) year old woman with a history of high blood pressure, type 2 diabetes, dyslipidemia, chronic kidney disease. Details are listed in the article, titled "a case of biological valve dysfunction early after surgery due to pannus formation" from hokkaido surgical society 2019-64-1 . On (B)(6) 2017, the patient had severe mitral and tricuspid regurgitation. A coronary artery bypass surgery for ischemic cardiomyopathy and mitral valve replacement with a 29mm epic tissue valve and a non-abbott tricuspid annuloplasty was performed. On (B)(6) 2018, severe mitral regurgitation was observed. Transesophageal echocardiography revealed thickening and immobility of the leaflet on the posterior leaflet. The epic tissue valve was explanted and replaced with a 27mm abbott mechanical valve. Upon explant, it was observed that there was pannus formation on the epic tissue valve.